Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt has experienced persistent pain at the lead site whether stimulation is on or off since implant. Surgical intervention may be undertaken at a future date.